Manufacturer narrative:
Follow-up # 1 ¿ (09/23/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra 2 meter was reading inaccurately high compared to her feelings and or normal result. The medical surveillance specialist (mss) spoke with the reporter on (B)(4) 2013 and obtained the following information. The patient reported that the alleged issue started the morning of (B)(6) 2013 when she obtained blood glucose reading of ¿85, 102 mg/dl¿ with the subject meter. The patient manages her diabetes with insulin (lantus, sliding scale) and stated she didn¿t take her usual dose of insulin (lantus 10 units) in response to the alleged inaccurate high reading(s). Immediately after the alleged issue occurred, the patient claimed that she developed symptoms of ¿shaky, weak, and confused¿. Despite the alleged inaccurate result, the patient immediately treated herself by drinking 4 ounces of orange juice. The patient confirmed she felt better, 1 hour, afterwards. At an unspecified time that same day, the customer care advocate (cca) noted the patient went to the emergency room (ER) to get her blood glucose tested. The patient did not provide the actual result obtained from the ER meter. It is not known if the patient received any additional treatment while in the ER. At the time of troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.